Event description:
The product (trufill dcs, 635f00303) was inserted into the microcatheter; however, there was a resistance between the product and the microcatheter, and it stuck in the microcatheter. The dcs system and microcatheter were withdrawn out of the pt's body as a unit. There was no injury to the pt. The product was clinically used as per the IFU without any adverse consequence to the pt. A continuous flush was maintained. It is not known what microcatheter was used. There was no pt or vessel characteristic info available. It is not known if the mc was re-shaped prior to use. It was reported that there was no other available info.

Manufacturer narrative:
The product was not returned for analysis and evaluation. A device history review was performed and results indicate that the lot met all requirements per the applicable mfg quality plan. There is not enough pt or procedural info available to determine if clinical factors contributed to the reported resistance and inability to insert the dcs coil through the unk microcatheter. It is not possible to solely implicate the dcs coil system. No conclusion can be made.